Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Occlusion issue - no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer would either resume insulin delivery or change the supplies on the pump. The customer's blood glucose (bg) level ranged from not being impacted to being the 400 mg/dl range. A bolus delivery via the pump or an insulin injection was used to address the bg level. The customer declined tandem technical support's offer to troubleshoot to try to determine a possible cause for the current occlusion.